Manufacturer narrative:
The main component of the system and other applicable components are: product ID :3389s-40, lot# va0zj4r, implanted: (B)(6) 2016, product type: lead. Product ID: 3389s-40, lot# va11jq5, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that there was discharge at the scalp location. The cause of the discharge and when the patient first experienced it was unknown. He went in for a surgical wash out of the wound using antibiotics on (B)(6) 2016. The patient's indications for use were parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.